Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that during a 24- hour tacrolimus infusion that was initiated on (B)(6) 2020 at 0959, the tubing set unintentionally disconnected from the optima injector after 24 hours. Although requested, no additional information was provided.

Event description:
It was reported that during a 24- hour tacrolimus infusion that was initiated on (B)(6) 2020 at 0959, the tubing set unintentionally disconnected from the optima injector after 24 hours. It was noted during follow up when inquiring as to any patient harm or impact as a result of this event; that there was "none reported". Although requested, no additional patient or event information was provided.

Manufacturer narrative:
Additional information added; section; b.5. (Patient/event information clarified/detailed), and h.6. (Device code). Correction; h.6. (Patient code). No product will be returned per customer. The customer complaint of tubing set unintentionally disconnected was confirmed. A photo provided by the customer holding the male luer in one hand and the other hand holding the optimal injector indicates were the IV tubing disconnection occurred. The root cause of this failure was not identified. Device history record could not be performed on model unknown because a lot unknown was not provided.